Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned any unused product for evaluation at the time of this report.

Event description:
Consumer removed a tampon that came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon.